Event description:
During follow-up, oversensing episodes with an increase in impedance and threshold was noted on the right ventricular lead. Diagnostic imaging was performed and externalized conductors were revealed. The lead was capped and replaced and the patient was in stable condition.